Manufacturer narrative:
The system was used for treatment. A batch review of kit lot d310 was conducted. There were no non-conformances related to this complaint. The lot met all release requirements. Uvadex lot# ad1437 was reviewed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category light flashes. No trends were detected for this complaint category. Based on the internal medical assessment this patient is a (B)(6) female. The patient (B)(6). She has had a total of 4 treatments starting on (B)(6) 2015. During this recent treatment the patient was administered the anticoagulant heparin 10,000 units in 500ml, ratio 12/:1 and uvadex treated blood cells were reinfused. During this treatment the patient described seeing floaters in her vision during reinfusion. The reinfusion rate was 30ml/min at which time the nurse slowed the rate to 25ml/min. The patient has experienced this issue with the last two treatments. The nurse informed the patient that it was likely due to volume shifts since the patient has baseline hypotension. The system was used for treatment of disease. From uvadex perspective, there is no evidence to suggest a causal relationship between the drug and the adverse event. This case is serious, unrelated and unexpected to uvadex. This is not reportable from a drug perspective. From a device perspective this event did not cause or contribute to a death or serious injury; and or the system did not cause or contribute to a death or serious injury nor malfunction in a way that would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. There is no device malfunction. The ae is related to the fluid shift which is normal during ecp procedure. The patient's underlying condition did not allow them to tolerate the fluid shift. This event happened during reinfusion and is medically important event. This case is reportable as an MDR this assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. Adverse event term: floaters-10016778 (B)(4).

Event description:
Customer called to inquire about a patient symptom during treatment. Customer states the patient described seeing floaters in her vision during reinfusion. Reinfusion rate was 30ml/min; nurse slowed rate to 25ml/min. Patient has experienced this with the last two treatments (out of four total). Nurse informed the patient that it was likely due to volume shifts since she has baseline hypotension. No other symptoms reported. Vital signs stable. Nurse wanted to get additional information from css regarding possible causes. Initial product return request: the customer has elected not to return the kit for investigation